Manufacturer narrative:
Article title: five-year major clinical outcomes between first-generation and second generation drug-eluting stents in acute myocardial infarction patients underwent percutaneous coronary intervention. Publication: journal of geriatric cardiology authors: yong hoon kim, ae-young her, seung-woon rha, byoung geol choi, se yeon choi, jae kyeong byun, ju yeol baek, woong gil choi, tae soo kang, ji hoon ahn, sang-ho park, ahmed mashaly, jin oh na, cheol ung choi, hong euy lim, eung ju kim, chang gyu park, hong seog seo, and dong joo oh. Year: 2018 issue#: 15 literature reference: doi:10.11909/j.issn.1671-5411.2018.08.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented the investigation of the comparative efficacy and safety of 2g-des compared with 1g-des in ami patients during 5-year follow-up periods. Medtronic endeavor, endeavor sprint and endeavor resolute devices were used in the study population. Clinical event of death, stent thrombosis, restenosis, mi were reported from the study endpoints.